Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported exposing her insulin pump to water. The customer stated she was splashed by water and noticed the insulin pump stopped working shortly after. Customer's blood glucose was 130 mg/dl. She stated that her insulin pump would not stop beeping after the fluid exposure. Troubleshooting found the customer's insulin pump passed a self test. Customer also reported a battery out limit alarm and a blank/partial display. The customer declined to troubleshoot any further as the insulin pump was working. No additional information provided.